Event description:
The facility reported an infusion pump that came on by itself. The facility's representative stated that no patient injury was reported on this pump since the last baxter service event. It is not known if the event occurred while infusing on a patient. Information regarding patient demographics, medication involved and device programming was requested but none was provided.